Event description:
During remote monitoring, episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later reprogrammed. At a later date, further episodes of post-paced t-wave oversensing were observed on the device. Abbott technical support was again contacted and new reprogramming recommendations were provided. The device was then reprogrammed again to resolve the event. The patient was in stable condition.